Event description:
During an ablation procedure, it was reported the catheter was stuck in the subvalvular apparatus of the mitral valve. The patient received reoperation for mitral valve repair. Additional information was requested however no further information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).